Event description:
It was reported that an asymptomatic patient presented to the clinic, it was observed that the device was post-paced t-wave oversensing. Device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.